Manufacturer narrative:
Product event summary: analysis could not replicate the reported issue; however the issue was confirmed by the programmer powering up to a blue screen and an error which indicated stylus problems. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the port for the programmer's touch pen was malfunctioning. The stylus pen was replaced but the issue was not resolved. It was also reported that the programmer made a "weird beeping sound". The programmer has been returned for service. There was no patient involvement.